Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle happened when sewing the skin. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: procedure name and date? Unknown. Date is (B)(6) 2021. Was the needle piece removed from the patient during the same procedure? Yes. Any adverse patient consequences and what medical/surgical intervention was performed to manage them? No. Are samples being returned for evaluation? Not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - vicryl¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m.